Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was capturing and sensing appropriately and the patient was in stable condition. The physician would continue to monitor the patient.